Event description:
The surgeon reported that he had performed a revision procedure on the patient's mets distal femur replacement implant due to a mechanical failure between the stem and the shaft. During the procedure the components were replaced like-for-like with the exception that a ha collar was used with the silver shaft. No adverse patient consequences were reported.

Manufacturer narrative:
The patient was described as having a very slim build. He was reported to be "very active" and as such, overloaded the device. The patient's prognosis was very poor; the surgeon's expectation of the patient surviving the disease was very low. Thus, during the (B)(6) 2013 procedure, the surgeon chose an implant which incorporated a non-ha collar, as opposed to a ha collar which would have afforded the patient greater support. The explanted device was returned to the company for evaluation. The device was noted to have incorporated a smooth, non-ha collar. The investigation of the device determined that the particular device configuration chosen by the surgeon lacked the necessary support for this patient, i.e., without the additional fixation support provided by a ha collar, the taper interface was overcome, shearing the alignment lug, and resulting in joint rotational instability. A review of the manufacturing records confirmed that the implant was manufactured to specification; no nonconformities were found.